Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the dissection tip on the hemopro device did not have a point of reference. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.